Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, the doctor was looking at the data log and the screen stopped responding. The patient was manually ventilated while the machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse found that the device had an unfinished boot sequence upon arriving and replaced the pcb that controls screen and user interface. The device was tested afterwards, found fully compliant to specifications and could be returned to use. The replaced board was returned to manufacturer for evaluation and was subject to extensive testing. Certain mechanical and thermal stress tests have been provided. The board was built into the periphery of a lab device afterwards and the entire device completed the automatic power-on self test without deviations. During a long-term run test under varying conditions the board did not exhibit any malfunction again. Since there was no permanent problem present, a reasonable explanation for the observed problem would be an emc disturbance above the immunity barriers of the device e.g. A massive electrostatic discharge when interacting with the touch screen. Since the functional unit has been replaced as a precautionary measure, no further actions have been derived.

Event description:
Refer to initial MFR. Report #9611500-2017-00123.